Manufacturer narrative:
The tilt actuator was the only part of the device returned. An expanded evaluation was completed. Functional testing confirmed that the motor would run but the shaft of the actuator was unable to extend or retract. The allegation of the chair intermittently not stopping is unable to be confirmed due to the whole device was not returned. The dealer inspected and test drove the chair in his shop, including up and down a ramp, with no issues. The end user is still using the chair. Should additional information become available, a supplemental record will be filed.

Manufacturer narrative:
A return authorization has been issued for the tilt actuator only. No product has been returned at this time. A replacement actuator was ordered and shipped and the dealer confirmed that the actuator has been received and replaced. The dealer stated that he checked out everything regarding the alleged issue of the power wheelchair not stopping, including the batteries, the wiring, the programming and could not see any damage to the inductive. He test drove the chair in the shop and on a ramp without any occurrences of the chair driving on its own or not stopping. The chair was serviced by another company in oct 2016, the motors/gearboxes and all the wheels were changed. The issues of the tilt actuator not moving and the chair not stopping could not be confirmed. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the tilt actuator is not moving but you can hear the motor running. The dealer also stated that when the chair stops it doesn't always stop. She is noticing it more on a ramp than on a flat surface. Intermittently happening on all surfaces.